Event description:
Taste disturbance reported after first fitting following activation.

Manufacturer narrative:
Patient was originally implanted on (B)(6) 2013 and experienced a device malfunction requiring the entire device to be replaced on (B)(6) 2012; see MDR (manufacturing report #) 3004007782-2013-00008 for details. The patient then reported some form of taste disturbance that persisted after the first fitting after activation of the revised implant. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The patient is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.